Manufacturer narrative:
Follow-up #1: date of submission 05/11/2017. Device evaluation: the device has been returned and evaluated by product analysis on 04/25/2017 with the following findings: a review of the black box showed unexplained power on reset events with deliveries resumed. The battery compartment was cracked on the side from the threads to the cover. No moisture or corrosion was found in the battery compartment. Corrosion was found on the inside of the returned battery cap. The returned battery cap threads were stripped and was unable to fully attach to the pump or to a test pump. The o-ring was present. The battery cap measurements were within specifications. The power on resets were duplicated with the returned battery cap. A test battery cap was able to maintain an electrical connection. A test battery cap was used for all testing. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours and no power on resets were duplicated. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed delivery accuracy testing and was delivering accurately and within range. A leak test was performed and failed due to the battery compartment leak. The pump cover was removed to find evidence of internal corrosion inside the pump on the battery canister and no damage to the power circuit was found. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient experienced an elevated blood glucose (bg) of ¿high¿ (>600 mg/dl) with extreme drowsiness, extreme thirst, excess urination and nausea associated with an intermittent power and moisture issue with the pump. Reportedly, the patient continued pump therapy and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the battery compartment was cracked and contained moisture, the battery cap¿s o-ring was missing and there was intermittent power in the pump. This complaint is being reported based on the allegation that the patient experienced hyperglycemia because of intermittent power and moisture issue with the pump.